Event description:
The customer states that the mouthpiece of the tubing that is fixed on the gpe cracks when the tip of the probe is screwed on; this causes a leak. Additional information is not available.

Manufacturer narrative:
Since the sample was not returned, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. No root cause identified because sample was not returned. Device history review and complaint history review could not be performed because lot number and product number was not reported. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.